Event description:
Boston scientific received information that this patient was admitted to the hospital due after receiving several shocks. Noise was observed which resulted in inappropriate shocks. A lead fracture was suspected. During the explant procedure it was not possible to explant this right ventricular lead, thus the lead was capped and remained in the patient. A new lead and device were implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.